Event description:
It was reported that the patient had low flow alarms. The patient stated there were no issues with the pump or equipment. Log files were sent for review. The log files captured low flow alarm events on (B)(6) 2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any type of external mechanical circulatory system (mcs) equipment issues that caused these events. It was later communicated the patient had no symptoms with vitals/labs of 103/82, 96%, 65, and 18. The cause of the low flows were due to dialysis. The low flow alarms resolved when the doctor changed medications to prevent any alarms while in dialysis. The renal dysfunction began (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. It was reported the cause of the low flows were due to dialysis; however, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured low flow hazard alarms on (B)(6) 2026. Both times the alarms resolved shortly after when the estimated flow returned to its expected value. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.